Event description:
The physician was unable to "split the wire out" of the rx "c" channel while back loading the hydra jag guidewire through the autotome rx sphincterotome. A guidewire extraction tool was used in an attempt to remove the guidewire tip and a scalpel was eventually used to increase the depth of the c channel to remove the guidewire. The case was completed with this device. There were no reported patient complications due to this event.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.